Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information and determined that the mini vision may have interacted with the previously placed vision stent, disrupting the stent and causing it to dislodged. All on-line testing was reviewed and the lot passed tests for stent dislodgment force and stent movement. There is no indication of a product quality issue. However, without the device to examine, no determination can be made as to the root cause of the reported dislodgment.

Event description:
Reporting status: serious injury - medical intervention / disability. Reporting rationale: unsuccessful attempt to compress the stent to vessel wall / stent remains in patient. Device status: stent dislodgement. It was reported a 3.0 x 12 vision was deployed in the predilated lesion in the mid lad. At this time, it was observed that the distal part of the lesion was not covered, so the 2.25 x 08 minivision was advanced. During manipulation of the stent for proper placement, the stent became dislodged. An attempt was made to advance another device to compress the stent; however, it was unsuccessful. The stent remains in the distal rca. No patient effects were reported. No additional patient or event information is available.